Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient was advised by their dds and oral surgeon to discontinue use of aligners immediately due to a moderate condition of crossbite along with an open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.